Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The reservoir compartment ring was noted to have broken off. No troubleshooting was performed, nor treatment was administered. The customer was advised that they would be receiving a replacement pump. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, serial number label faded, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.